Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely six years have passed since the device was manufactured, and the harness of the power switch deteriorated due to repeated use, and the power switch could not remain on.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty switch harness was found and the switch would not remain depressed. The switch harness was replaced and the unit verified to operate within specifications.

Event description:
A user facility reported to olympus that the power switch broke, would not remain depressed and the unit would shut off if the button was not held down. As reported to olympus, the problem occurred during a colonoscopy procedure. The intended procedure was completed without delay using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.